Manufacturer narrative:
Additional information received indicated that the vf was treated by pacing, intra aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) until the patient was stabilized. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR's report #9616099-2007-00708, -00709, -00710, and -00711.

Event description:
The report received from the affiliate indicated that during an interventional procedure, after successfully implanting three (3) cypher stents, the physician felt resistance/friction inside the 7fr. Launcher guiding catheter while delivering an additional (4th) cypher 2.5x18mm stent. After noting the resistance/friction, the physician reported leakage at the proximal end of the shaft of the stent delivery system (sds). Details of how the leakage was discovered were not available. At this time, the physician stopped the implantation of the cypher stent and implanted two (2) bare metal (driver) stents instead. The target lesion for the procedure was the proximal/mid/distal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis. The lesion was pre-dilated. The approach for the procedure was femoral. The physician's comment was that the patient developed ventricular fibrillation (vf) after the product problem, but is not related to a problem with the cypher stent. The patient is in stable condition at this time.